Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in battery becoming depleted.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2011 and that it was performed to specification up to (B)(6) 2012. Info obtained from the device showed evidence that the device was switching itself on automatically resulting in manual power-ups of 10 mins in duration that started (B)(6) 2012 and continued up to (B)(6) 2012. Investigation made it apparent that the device had become saturated in a brown liquid which had seeped into the device contaminating the primary side of the printed circuit board. This would explain the device malfunction. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.